Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon receipt of additional information, this report was completed under manufacturing report number 1822565-2016-04779.

Manufacturer narrative:
The following could not be completed with the limited information provided. Date of birth-ni, weight-ni, expiration date ¿ na, date implanted ¿ na, date explanted ¿ na.

Event description:
It is reported that the device fractured as it was being removed during the surgery.